Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system batteries were not holding a charge. It was reported that the batteries charged overnight and the batteries would deplete after 2 minutes. There was no patient present when this issue was identified. No additional information was provided.